Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary had no power.The customer tried with different outlet, and plugged on/off from the power switch, still issue persisted.As per part investigation, it was determined that shorted the cable on the station caused by a constant rubbing against a sharp edge.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for serial number (b)(6) was performed in Salesforce which did not locate a similar complaint with the same failure mode for this serial number.A review of the Device History Record (DHR) for serial number (b)(6), covering the manufacturing period beginning on (b)(6) 2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue.The reported condition of "Station suddenly turn off and no power to station" was confirmed by FSE and subsequently confirmed in the DCHU inspection process.According to Work Order 01874496, the BD Field Service Engineer (FSE) reported that replaced Pyxibus cable in auxiliary cabinet and tested in Pyxis application.During DCHU Visual Inspection:P/N 121085-01: Received with wear and burn marks on the wire. Additionally, a physical damage was observed on the insulation across several strands, but no copper exposure or burn marks were visible on this spotDuring DCHU Testing:P/N 121085-01: Due to thermal damage detected during external inspection, no testing is required.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint is attributed to a thermally damaged which shorted the cable on the station caused by a constant rubbing against a sharp edge.